Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the adhesive on the bending section chipped due to a degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a chip in the bending section adhesive. There was no patient involvement.